Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray result revealed that the patients lead had moved out of the epidural space. The patient underwent a revision wherein the lead repositioned and the patient was doing well postoperatively. Device remains implanted in the patient's body.